Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pig-tail part of the stent got kinked therefore, another zebd-7-15 was used instead. No adverse effects to the patient reported.

Event description:
Supplemental report being submitted due to device lab evaluation being completed on 30-apr-21. Additional information also received and added to description of event below on 11-may-21** pig-tail part of the stent got kinked. Therefore, another zebd-7-15 was used instead. [Update on may 11th by (B)(6) based on the information provided by the rep on the same day] while straightening the pigtail with a strainer, a 0.025inch wire guide (visiglide2 angle, olympus) did not pass through the stent. Then, when the strainer was shifted, it was found pig-tail part of the stent was kinked. Therefore, another zebd-7-15 (lot# is unknown) was used instead. No adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-15 of lot number c1760401 was returned to cirl open in its original packaging. An additional complaint file has been opened to address the user error of the incorrect size wireguide used with the replacement zebd-7-15 device. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 30th april 2021. A slight kink was noticed on the 2nd and 4rd portholes on the pigtail of the tapered end. Severe kinks and perforation were noticed on the 5th porthole on the pigtail curl on the tapered end. A 0.035" wireguide would not pass the kinks. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-15 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-15 of lot number c1760401 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1760401. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.